Event description:
It was reported that separation of conductors were observed. A lead anomaly was noted on chest x-ray. Lead functioned normally. Lead revision was planned. No further information is available.